Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that everything seems to be working and there has been a gradual improvement with the original problem that they got the surgery for. Patient said the only potential issue is that one of the implants was a little bit closer to the surface of their skin so they might need to relocate it someday. Patient said they noticed the swelling right away after the procedure and it might be getting worse; they were not sure. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient. They reported that the issue was getting worse, the implant on the right site was twisting and sometimes was uncomfortable for them. Patient said thattheir therapy was working correctly, they think that they may need surgery to relocate their implant in their right site. Patient was redirected to hcp for further assistance.

Manufacturer narrative:
Continuation of d10: product ID: 97800, serial# (B)(6), implanted: (B)(6) 2025, product type: implantable neurostim ulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97800, serial/lot #: (B)(6), ubd: 14-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.